Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of their son, being unable to obtain readings on the adc freestyle libre 2 sensor using their iphone with ios 14.7 and this prevented from getting alarms. Customer was therefore unable to monitor his glucose level and experienced a seizure due to hypoglycemia, requiring treatment with glucose by a third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh005v31u4 has been returned and investigated. Visual inspection has been performed for returned sensor and no issues were observed. Pqe (product quality engineering) was able to pair and receive readings from the returned sensor with a known good reader. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. The unit DHR (device history record) was reviewed and passed. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of their son, being unable to obtain readings on the adc freestyle libre 2 sensor using their iphone with ios 14.7 and this prevented from getting alarms. Customer was therefore unable to monitor his glucose level and experienced a seizure due to hypoglycemia, requiring treatment with glucose by a third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.